Event description:
During the procedure, the harmonic scalpel device was burning tissue that came into contact with the first cm or two of the shaft.

Manufacturer narrative:
The used device was not returned for eval; therefore an engineering analysis of the subject device cannot be performed. However, a review of the lot control sheet for the reported device serial number, indicated that the instrument passed all applicable tests and inspections prior to release. Ascent's instructions for use states: "blood and tissue buildup between the blade and shaft may result in abnormally high temps at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During prolonged activation, the blade, the clamp arm and the distal 7cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns or other unintended sites at all times."